Event description:
It was reported by service report that the foot end of the bed lowers on its own. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in lift motor.